Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted (B)(6) 2009; 8042b ipg, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. It was noted that the right ventricular (rv) lead was over-sensing. The patient pacing dependent is unknown, therefore replacement of the device was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event. The lead was capped and replaced. No patient complications have been reported as a result of this event.